Event description:
On 10/16/06, a report was callen in, via telephone from a dealer regarding an alleged end-user incident involving a lumex rollator. Due to hipaa laws end-user contact was not possible. Per the dealer's account, the customer bought the rollator one year back. The granddaughter reported to the dealer that "somehow one of the wheels had unscrewed itself and when the lady sat on it, it fell over." Per the grandfather, the lady was injured and went to the hosp. No further info is availabe on the end-user or the incident.